Manufacturer narrative:
Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The external portion of the soft cannula was observed to be flattened. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Event description:
It was reported the patient's blood glucose levels rose to 354 mg/dl. The pod was reportedly leaking while worn on the patient's back for between 5 and 24 hours.